Event description:
Add'l info rec'd from MFR 12/16/03: add'l info obtained revealed the physician is currently undergoing add'l training towards certification for the angio-seal sts device.

Event description:
At the end of the cardiac cath angioseal was used as closure device for rfa. Device was inserted and deployed. Md was unable to remove device. After attempts by 2 other cardiologists, pt was taken to or. The vasoseal seemed to have coagulated outside the vessel, and the catheter itself was trapped inside the artery. The sheath was removed in total after the common deep and superficial femoral vessels were exposed and isolated.